Event description:
It was reported that an infection occurred to the patient after the surgery. Treated with antibiotics and patient feels well.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that the root cause of the patient¿s reported infection could not be concluded without supporting laboratory findings. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.